Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact indicated that the device was sent to a (B)(4) facility where the device passed testing. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was programmed to deliver 1 gram of vancomycin, at a rate of 250ml/hr, with a duration of 1 hour, and the delivery was started. After approx 15 minutes, the nurse returned to the pt's room and noted that the device was delivering at a rate of 500ml/hr. The physician was notified. There were no reported adverse pt effects. The device was removed from clinical service. Therapy was resumed at rate of 100ml/hr using a replacement device. Though requested, no add'l info was provided.